Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. No equipment was returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted at an outside hospital due to stroke-like symptoms. A midline shift was confirmed via brain CT scan. The patient decided to have care withdrawn. The patient expired on (B)(6) 2016. No further information was provided.